Event description:
It was reported that following a fall, the stimulation was intermittent. The previous day, the pt fell down some stairs and landed on his back. A CT scan was performed. The programmer confirmed that the therapy was on. Additional info has been requested, a f/u report will be sent if additional info becomes available. See MFR report #3004209178201008194 regarding second device.

Manufacturer narrative:
(B)(4).